Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was not duplicated. The voltage on main frame ps1 was evaluated and adjusted to optimum operating voltage. The ffb and big boards were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down resulting in loss of system functionality. There is no report of death or serious injury.